Event description:
"This complaint is from a literature source. The following literature cite has been reviewed: hannon cp, stuart mb, abdel mp, pagnano mw, trousdale rt. Revision total knee arthroplasty with a rotating-hinge prosthesis mated to a well-fixed femoral sleeve. J arthroplasty. 2022 jun;37(6s):s270-s275. Doi: 10.1016/j.arth.2022.02.075. Epub 2022 feb 26. Pmid: 35227812. Objective and methods: the purpose of this study is to retrospectively review and compare survivorship, radiographs, and clinical outcomes of a rotating-hinge total knee arthroplasty mated to a new metaphyseal sleeve vs a well-fixed sleeve in 60 patients with tc3 knees who were revised to srom noiles knees between 1998 and 2019. The authors provide patient specific detail for the 9 patients who retained their well-fixed femoral sleeve during revision. The remaining 51 revisions which required femoral sleeve revision will be captured together. The authors indicate the tc3 knees were either primary or revision. There was insufficient information provided to identify the primary tka devices. The article notes that each tc3 had a femoral and tibial stem and sleeve, a femoral adaptor and bolt, and a patella. The manufacturer of the cement utilized in the tkas is unknown. The authors indicate a number of adaptors and bolts were fractures necessitating femoral component and/or femoral sleeve revision. The actual number of fractured bolts and adaptors is unknown but will be assumed to be associated with the instability and loosening. Additionally, the authors indicate there was periarticular metallosis associated with the fractured bolts and adaptors. Patient 2: all devices were revised to treat global instability including a femoral stem, sleeve, femoral component, adaptor and adaptor bolt, tibial inset, tray, tibial sleeve, tibial stem, and patella. The authors indicate that the femoral adaptor bolt and adaptor may have been fractures with associated metallosis. The patient received an srom noiles hinged revision construct which was re-revised to treat chronic infection by final follow-up.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.